Manufacturer narrative:
Eval of this event cannot be performed because the device has not been returned to co. The device had been retained by the pt. A review of the device history record revealed no discrepancies. The info provided is insufficient to determine whether this event would be associated with the device.